Event description:
Customer reported receiving erratic glucose readings of 328 mg/dl and 45 mg/dl from his freestyle flash blood glucose meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. Customer reported experiencing symptoms of dizziness, blurry vision, weakness, seizures and loss of consciousness. Customer was given glucose tablets and coca cola to counteract his symptoms and was then transported to the hospital for further evaluation.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.